Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1. 6.2 mmol/l and 2.3 mmol/l 2. 8.1 mmol/l and 4.1 mmol/l sets of readings were taken at different times. No adverse event reported. The alleged product was discarded and will not be returned for evaluation.